Manufacturer narrative:
(B)(4). G2. Report source: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00008.

Event description:
It was reported that a znn cmn nail was fitted on (B)(6) 2023 using the same ancillary reference whose cervical drill had broken a few weeks previously. During the cervical drill, it rubbed into the nail, leaving metal on the drill bit and in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cmn femoral nail, ccd 125â°, left, ã¸ 10 mm, 21.5 cm; item# 47249321110; lot# 3175774. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records for the lag screw reamer could not be performed due to missing lot number. Review of the complaint history for the lag screw reamer identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. An intraoperative fluoroscopy image was provided and reviewed by a radiologist. The image shows the left hip with an intramedullary nail already in place; the guiding pin is passed through the sleeve and through the nail hole, into the femoral head. Punctuate hyperdense foci adjacent to the guiding pin can be seen, most likely representing the metallic fragments described in the event description. Based on the available information, it is not possible to establish if the metallic debris left in the patient were produced by the nail, the lag screw reamer, the guiding pin or any combination of the three. In conclusion, a definitive root cause for the reported event could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that in a primary surgery a znn cmn nail was fitted using the same ancillary reference whose cervical drill had broken before. During the cervical drilling, it rubbed into the nail, leaving metal on the drill bit and in the patient. Diligence is complete and additional information on the reported event is unavailable at this time.